Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the upper buttocks. The patient parent stated that the patient developed itchiness, redness, a rash, and pustules under the sensor patch. The rash spread over the patient¿s body and an antihistamine was administered to control the reaction. The sensor was removed prematurely as a result of the skin reaction. Three photos of the same reaction were provided in an email dated (B)(6) 2021. The photos were reviewed, and the skin reaction was confirmed. It was not confirmed if the reaction in the photos was associated with this event. No additional patient or event information is available.